Event description:
It was reported, probe has a bubble on the head and screen is black. On 30 sept 2024: evaluation found bubble on the probe lens caused a black spot on the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe has a bubble on the head and screen is black was confirmed. There is a bubble under the pad of the probes transducer, causing a dark section on the right side of the image. Reported issue root cause: the root cause is due to an internal failure within the probe.